Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2015-03275, 1627487-2015-03276 & 1627487-2015-03277. The patient had 4 pns leads (off-label), it is unknown which leads are related to this issue; therefore, all 4 are being reported. It was reported the patient was receiving ineffective stimulation as per the patient, his trial stimulation was better than stimulation with his permanent scs system (location of perm leads were based on patient feedback during the perm implant procedure). As a result, 2 of the patient's scs leads were explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.